Event description:
A patient reports while charging their controller with an unsupplied charging cord both the cord and the controller port were burned. The patient reports having manual insulin for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.